Manufacturer narrative:
The investigation for the low pump flow has been completed. The product was not returned for review. The data logs confirmed the failure mode and clinical narrative. The logs showed after the pump started for about 10 minutes, motor current spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. H.6 code 2954 was reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon changing out the peel-away sheath, the impella rp flex motor current spiked and pump flows dropped. The physician was notified of possible clot ingestion, but no action was initially taken in response to the issue. When the flows dropped yet again at p9 support levels, the decision was made to replace the pump. A fibrous clot was subsequently found at the inlet upon explant. There was no patient harm resulting from the issue.